Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was not found in event logs history. Visual inspection had been performed, and downstream occlusion seal found to have an air bubble. Customer complaint was confirmed, and dso seal had been replaced. The probable cause of the reported issue was device required recalibration. The device passed all functional testing after repair.

Event description:
It was reported that the pump had downstream occlusion results ranging from 6.5 to 9psi, during infusion therapy. Analgesia was delayed up to 20 mins due to the reported event. After changing the pump, there is no occlusion alarm. There was a patient involvement and there were no additional adverse consequences.